Event description:
It was reported that an ilet device with an unresponsive, likely fractured touchscreen became unusable for unknown reasons, and the customer noted the cgm was reading high; the customer plans to use subcutaneous insulin via pens until a replacement device arrives and will return the device. Symptoms included hyperglycemia. Outcomes included the need for unexpected medical intervention in the form of medication management with backup insulin therapy. Investigation included communication with the customer and analysis of information provided by the user. Investigation of this case revealed a stress-related hardware problem of the touchscreen consistent with a fracture, aligning with the reported unresponsive screen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user-related factors.

Manufacturer narrative:
Initial